Event description:
It was reported that spike set broke from the root after anticancer drug preparation, causing massive leakage of anticancer drug.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual inspection of the photos and reported device, the tip of the protector spike is observed to be broken, the tip has remained inside the rubber stopper of the bag, verifying the reported incident. This is usually due to trying to disconnect the c180j from the injector, if the instructions for use are not followed, by not placing the fingers in the correct area, more force is applied and the spike breaks. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. When disconnecting, it must be done in a horizontal position and following a series of precautions.

Event description:
No additional information.